Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reloaded software. System operates as intended.

Event description:
Customer reported the system is displaying a system error message on the right monitor. No pt injury was reported.